Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and infection.

Manufacturer narrative:
The complaint description states that a patient has been experiencing mild discomfort in right prosthetic shoulder joint for last 6 weeks. Primary surgery was approx 9 weeks ago ((B)(6) 2016). Clinical symptoms of infection (pain, joint warm to touch, malaise), but esr not elevated, according to surgeon. Revision of right reverse total shoulder replacement performed on (B)(6) 2016. The patient had an infection he grew propionibacterium from his shoulder. The devices associated to the complaint were not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. The sterility certificates were reviewed. No anomaly was detected. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. The x-ray received was reviewed. Infection is an issue relating to soft tissue and is not something that can be assessed via x-ray. No other anomalies, such as fracture, dislocation, or any product deficiency, can be seen in the image. Based on the information received and the investigation performed, the root cause of the incident could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.